Manufacturer narrative:
Upon receipt, item will be forwarded to manufacturer for analysis, aesculap, instrument was discontinued in april 2000. Two different products used, believed to be 1. Aesculap and 2. Valleylab. Used one of the two, and it arched and burned patient's mouth.

Event description:
Duirng a tonsillectomy, instrument arched and patient's mouth was burned. Several attempts were made to obtain further information.